Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: one electronic photo was reviewed. The photo shows a powerport body, two chronoflex catheter fragments and a cath-lock on one of the catheter fragments, all in a clear canister. The end on the shorter catheter fragment opposite of the cath-lock appears to have an incline and the edges appear to be slightly jagged. The port septum is not visible in the photo. Based on the photo review, a full break in the catheter can be confirmed. One powerport MRI isp with catheter in two segments and one electronic photo were returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. A photo review was also performed. The investigation is confirmed for a full break in the catheter, as complete circumferential break was noted approximately 1 cm from the distal end of the cath-lock. The break surfaces at both catheter fragment ends were jagged, misshapen, and appeared to have a dark-colored material throughout the break surface. Another region of the larger catheter fragment also had a dark coloration on the surface. The dark areas appeared to be slightly brittle to the touch. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported sometime post port placement that the port allegedly became infected. It was further reported that the port was removed, upon removal the catheter allegedly broke outside of the patient. It was further reported that the patient had a PICC line placed. The patient was reported as stable.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported sometime post port placement that the port allegedly became infected. It was further reported that the port was removed, upon removal the catheter allegedly broke outside of the patient. It was further reported that the patient had a PICC line placed. The patient was reported as stable.